Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving hydromorphone (8 mg/ml at 0.7994 mg/day), bupivacaine (20 mg/ml at 1.999 mg/day) and fentanyl (2000 mcg/ml at 199.9 mcg/day) via an implantable infusion pump. It was reported that the patient had a pocket infection. The patient had been weaned off her pump medications and the pump was being programmed off in preparation for a full system explant. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported that there was "possible pump infection/pump exposed." Pump site eroding thorough the skin. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics included sending the cultures for analysis. Cultures were collected on (B)(6) 2020 of the left buttock pump site and the results were abnormal showing ¿1+ staphylococcus coagulase negative¿. The gram stain revealed ¿1+ pmns¿ and no organisms seen. No anaerobes isolated on the culture. The final result was "aerobic bacterial culture, stain." The pump was explanted on (B)(6) 2021. It was unknown if the issue was resolved.